Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 3 tray a had spilled medication under tray and cubies could not be ejected. A field service engineer (fse) powered down the station, opened the back panel, and released the drawer using the red release lever. The drawer side panel was opened, the defective fh cubie tray a was removed and replaced with a new cubie tray. The station was then rebooted, and the customer successfully tested the inventory of all pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 3 cubie tray a damaged. However, there were no delays or adverse events or injuries reported based on this event.